Event description:
It was reported by service report that the left calf support was not locking, and right calf support rusting ball joint was very hard to lock/move. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Calf support assembly.